Manufacturer narrative:
No device and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: a vaginal mesh was indicated for a patient with diagnosed mixed uterovaginal prolapse with symptomatic stress incontinence. The patient underwent transabdominal hysterectomy with bilateral salpingo-oophorectomy, paravaginal as well as rectocele repair in addition to the abdominal sacral colpopexy where approximately 3cm of the elastic knit fabric was tacked then sewn starting at the junction between the upper and middle vaginal length, the other end of the mesh was then tacked and sewn to the sacral promontory resulting in successful placement of the mesh under neutral tension. During the paravaginal repair, one suture was not placed on the right side during the paravaginal repair to allow the surgeon performing posterior repair to place his vesica. The patient was reported to have experienced no complications. Approximately nine years two months post implant/sacrocolpopexy, following postmenopausal vaginal spotting for approximately one year, the patient was found to have a portion of the vaginal mesh which had eroded and was extruding into the vaginal canal. Approximately 1cm of the mesh was visible for which topical estrogen followed by antibiotics was initially prescribed; however, the medications were unsuccessful in closure of the defect. Therefore, the visible portion of mesh was excised and a single suture was used to close the 5mm defect. The patient was transferred to the recovery room in stable condition. Approximately thirteen months later, the patient was diagnosed to have chronic mesh infection with a pinpoint dimple of mesh extending into the vaginal tract creating a small fistula tract. The patient underwent excision of the remaining mesh, wound debridement and fistulectomy. Following completion of the procedure, visual inspection verified fistula closure and no bleeding was present. The patient outcome was reported to be good. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately nine years and two months post vaginal mesh placement for mixed uterovaginal prolapse, a portion of the mesh was discovered to have eroded and was extruding into the vaginal canal. This exposed portion was excised, sutured closed and the patient was transferred to the recovery room in stable condition. Approximately thirteen months later, a laparoscopic procedure revealed a pinpoint dimple of the mesh to be encapsulated and extending into the vaginal canal creating a small fistula. During the same procedure, excision of the remaining mesh, wound debridement and fistulectomy were performed. Patient outcome was reported to be good following completion of the procedure and visual inspection verified fistula closure with no bleeding present. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a vaginal mesh was indicated for a patient with diagnosed mixed uterovaginal prolapse with symptomatic stress incontinence. The patient underwent transabdominal hysterectomy with bilateral salpingo-oophorectomy, paravaginal as well as rectocele repair in addition to the abdominal sacral colpopexy where approximately 3cm of the elastic knit fabric was tacked then sewn starting at the junction between the upper and middle vaginal length, the other end of the mesh was then tacked and sewn to the sacral promontory resulting in successful placement of the mesh under neutral tension. During the paravaginal repair, one suture was not placed on the right side during the paravaginal repair to allow the surgeon performing posterior repair to place his vesica. The patient was reported to have experienced no complications. Approximately nine years two months post implant/sacrocolpopexy, following postmenopausal vaginal spotting for approximately one year, the patient was found to have a portion of the vaginal mesh which had eroded and was extruding into the vaginal canal. Approximately 1cm of the mesh was visible for which topical estrogen followed by antibiotics was initially prescribed; however, the medications were unsuccessful in closure of the defect. Therefore, the visible portion of mesh was excised and a single suture was used to close the 5mm defect. The patient was transferred to the recovery room in stable condition. Approximately thirteen months later, the patient was diagnosed to have chronic mesh infection with a pinpoint dimple of mesh extending into the vaginal tract creating a small fistula tract. The patient underwent excision of the remaining mesh, wound debridement and fistulectomy. Following completion of the procedure, visual inspection verified fistula closure and no bleeding was present. The patient outcome was reported to be good. Image/photo review: no images or photos have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided. Approximately nine years two months post implant/sacrocolpopexy, following postmenopausal vaginal spotting for approximately one year, the patient was found to have a portion of the vaginal mesh which had eroded and was extruding into the vaginal canal. The investigation is confirmed for material erosion based on the provided medical records. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: as with all woven fabric constructions, care must be taken when trimming the fabric to minimize the potential for fraying at cut edges. Cautery is highly recommended for heat sealing on all woven patch edges. If the edges of the fabric are not heat sealed, then sutures must be at least 2mm from the cut edge. Adverse reactions: adverse reactions that may occur with the use of these products or with any cardiovascular implant procedure include perioperative hemorrhage, implant bleeding, tissue erosion, anastomotic aneurysms, and infection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. Approximately nine years and two months post vaginal mesh placement for mixed uterovaginal prolapse, a portion of the mesh was discovered to have eroded and was extruding into the vaginal canal. This exposed portion was excised, sutured closed and the patient was transferred to the recovery room in stable condition. Approximately thirteen months later, a laparoscopic procedure revealed a pinpoint dimple of the mesh to be encapsulated and extending into the vaginal canal creating a small fistula. During the same procedure, excision of the remaining mesh, wound debridement and fistulectomy were performed. Patient outcome was reported to be good following completion of the procedure and visual inspection verified fistula closure with no bleeding present. No additional information was provided in the medical records received.